Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial# (B)(4), explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3888-45, lot# v645701, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 37083-20, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension. Product ID: neu_siliconeanchor, product type: accessory. Product ID: 3986a, lot# n0053677, implanted: (B)(6) 2006, product type: lead. (B)(4). Analysis of the extension (serial # (B)(4)) found that the extension proximal connector was not completely seated in the ins port. (B)(4).

Event description:
The consumer via the manufacturers' representative reported his stimulator shocked him even when it was turned off. He felt like he got electrocuted. The patient had not turned the stimulation on in at least a month. When the battery was interrogated, it was not on. Impedances were checked and all were normal. The doctor suggested to have the device removed to find out what was causing the shocking- if it was the stimulator or something different. The patient was told to make an appointment with a neurosurgeon. Reason for the shock was unknown; everything looked fine from the product standpoint. The issue was not resolved at the time of report. No further information was provided about this event. If additional information is received, a follow up report will be sent. Additional information received from the consumer and manufacturer's representative (rep) reported that all equipment was removed on (B)(6) 2015 and was returned. Nothing was remaining in the patient's body. Some products that were listed as active in a database were not active. The patient reported that other revisions were done, but they were not tracked as the neurosurgery group used to perform cased without having a manufacturer's representative present. These inactive devices due to the revisions were nowhere in the patient's body. It was noted the rep reported she had not seen the patient since the procedure. If the rep were to hear anything, she would report an update. Additional information received from a healthcare provider (hcp) reported that the shocking sensation had stopped since the device was explanted. The information reported did not suggest an issue with the extension however, the extension went through routine analysis. The patient was indicated for occipital neuralgia.